Event description:
It was reported by arjohuntleigh representative: caregiver had a patient in the chair at about 100kg, when she got into trouble with the careraiser function. The careraiser function did not go back into position, and the chair was beginning to brake and became skew at the outfall of the careraiser. The caregiver got the chair together and the patient back to bed so nothing has happened to the patient. MFR# 9611530-2013-00154.